Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured and exhibited high impedance. The lead was explanted using laser lead extraction and was replaced. No patient complications have been reported as a result of this event.